Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: dislocation. Event description: it was reported that the patient experienced left hip dislocation during yoga 1 year post tha, whereby the patient relocated it herself. She didn't have any pain or issues years after this. After that, she felt re-occurring pain every now and then and even heard a snapping sound. In (B)(6) 2017 the second dislocation occurred during a combination of hyperflexion- and rotational movement whilst trekking in the mountains in peru. She had to be rescued and had it relocated in a local hospital. Since then, she has always been having re-occurring pain. These pains come from the gluteal area and in the ventral region of the thighs. This complaint covers the second dislocation event. Review of received data: - no x-rays belonging to the time period of the complaint were received. - review of the medical records identified the following : patient underwent a left total hip arthroplasty in 2006. A zimmer trilogy xlpe liner, trabecular metal shell, wagner stem and a cocr femoral head were implanted. - doctor visit dated (B)(6) 2018: patient visited the surgeon due to dislocation that occurred after a trauma during hiking. Patient was symptom free after closed reduction but remained unsettled. X-rays identified compared to previous x-rays unchanged decentering of head during wear of the pe. Heterotopic ossification. Misalignment of the acetabular component, with limb displacement, reduction in offset. Doctor suggests to choose inlay / cup change during op. - doctor letter dated mar 22, 2018: patient experienced a traumatic hip prosthesis dislocation on a trekking holiday in peru. This happened in the mountains during in a wrong move, sitting on the ground. The hip in the hospital after a long operation under narcose could be reduced. The local doctor recommended limiting the hip flexion to about 90°, which the patient complied with. A report from there is not available. At the follow-up inspection, the surgeon advised her to change the inlays, and in the case of radiogical misalignment of the acetabular component in direction with leg, reduction of the offset, and insufficient anteversion the surgeon advises a cup change. Patient is very unsure about the operation and this proposal and now wishes a second opinion. - doctor visit dated (B)(6) 2018: pelvic overview / hip left axial: decentered prosthesis head with consumption of polyethylene. Small lysis in the proximal / dorsal stem area of the prosthesis. Heterotopic ossifications. As a nextstep MRI scan of the left hip to see what the muscular conditions are and also whether a pseudotumor has formed is suggested. - revision notes dated (B)(6) 2018: diagnose: massive polyethylene abrasion in left hip as well as intraoperative breakage of the polyethylene and fracture of the chip holder in status after hip prosthesis implantation left 2006 in italy. Patient had a dislocation in 2007 during yoga. Patient was indicated for revision due to liner wear and underwent a revision procedure on (B)(6) 2018. During the procedure, blackish tinged effusion with pseudotumor was observed and dissected. Heterotopic ossifications and scar tissue were removed from within the acetabulum. The liner was broken into pieces and the rim/bridge that holds the locking ring was fractured. The cup, liner and head were removed. An allofit metalback 52mm with durasal liner 32mm and a biolox option head were implanted. There was no evidence of infection. No abnormalities observed about the stem and head. Histological findings with samples taken from the (B)(6) 2018 (date of revision surgery) confirm metall- and polyethylene wear. - the patient was involved in a car-accident at the age of 5, whereby she had a femur fracture and since then has a difference between the length of her legs. Her left leg has always been longer by about 5mm. - implant stickers belonging to the primary surgery is received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - all involved devices are intended for treatment. - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. - surgical technique is not reviewed as no surgical report of primary surgery is reviewed to compare whether the st is followed or not. Conclusion: according the event patient dislocated her hip 10 years post-op while doing trekking in peru where she had her hip reduced in the hospital after a long operation. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. The investigation results did not identify a non-conformance or a complaint out of box (coob). The most likely reason is excessive movements done by the patient, patient disregarding the limits of the device. However, it is unknown to which extent it played a role. Potentially dislocated inlay after the first dislocation could have contributed to the failure observed as well. Based on the given information the complaint could not be confirmed and no exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to reprot 0009613350-2019-00047.

Manufacturer narrative:
Concomitant medical products: item# 340009190, lot# 2341851, cone prosthesis 19 12/14. Item# 00632004832, lot# 60477704, liner 20 degree elevated rim 32 mm i.d. Item# 00620204820, lot# 60518416, shell porous with multi holes 48 mm. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Surgical reports were received and will be reviewed as part of ongoing investigation. Device history record (DHR) was reviewed and no discrepancies were found. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that patient had a closed reduction procedure approximately nine years post-implantation due to dislocation. Attempts to obtain additional information have been made; however, no more is available.